Manufacturer narrative:
A patient experienced ineffective therapy due to lead migration was reported to abbott. As a result, the lead was explanted and replaced. The ipg failed to establish communication with external devices after the procedure and was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-01338. It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. The ipg failed to establish communication with external devices after the procedure and was explanted and replaced. Effective therapy was restored post operatively.